Manufacturer narrative:
The powercross dilatation catheter was received for evaluation. The balloon chamber was in a post-inflation profile, (not tightly wrapped or winged). A 10 cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: a clear steady stream of fluid was observed exiting the distal tip of the catheter. A 0.018¿ guidewire was loaded with ease through the distal tip of the dilatation catheter. A 10 cc water filled syringe was attached to the inflation lumen luer lock on the y-manifold and the balloon chamber was inflated. A pinhole leak in the proximal end of the balloon chamber was noted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use a powercross balloon to treat the patient at the left, distal superficial femoral artery. The target lesion type was reported as calcified with no tortuosity and 70% stenosis. Artery diameter was 6 mm and the lesion length was 20 mm. No issues noted prior to use. No issues noted when advancing device. Balloon was inflated using an inflation device. It is reported balloon the burst/leaked when inflated to 8 atm. Balloon was removed from patient. No residual pieces of balloon remained in the artery. No patient injury reported.